Manufacturer narrative:
Correction: on 01/04/2019, mentor became aware that this information was mistakenly omitted from the initial report: the date the device was returned in 11/20/2018 and a check on for is the device returned to manufacturer? Device evaluation summary: it was reported that a 56 year old female caucasian patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced bilateral deflation on breast implants. The deflation was confirmed by physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 450cc saline implants, catalog # 3502450, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-07140 for contralateral prosthesis. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view, measuring 1.2 cm. Two more rents were discovered on the posterior view measuring 1.5 and 0.9 cm. The microscopic examination of the edges of these two rents gave no indications as to their cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The complaint of deflation was confirmed since three rents were found on the device. Nonetheless, a microscopic examination of the edges of the rents a and c was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information indicating the patient also experienced bilateral chronic inflammation. Breast tissue was excised bilaterally and returned positive for chronic inflammation and negative for malignancy inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on 1/25/2018, mentor became aware that this information was mistakenly omitted from follow-up 2 report dated 1/24/2019: the patient also experienced bilateral ptosis. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female caucasian patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced bilateral deflation on breast implants. The deflation was confirmed by physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 450cc saline implants, catalog # 3502450, s/ns: (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-07140 for contralateral prosthesis.